Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, it was found that the needle at the proximal end part had been deformed like a barb. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. During the visual inspection of the needles, the closure channel was noted to be as expected. However, in one of the needles an excess of epoxy was observed on channel area. Additionally, the suture pieces were examined and the ends were noted to be cut likely cause by a surgical instrument. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Two needle suture pieces and one empty folder outside the foil packet were received for analysis. The product code 9016g is double armed. During the visual inspection of the needles, the closure channel was noted to be as expected. However, in one of the needles an excess of epoxy was observed on channel area. Additionally, the suture pieces were examined and the ends were noted to be cut likely cause by a surgical instrument. Based on the information currently available, excessive epoxy was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained via: "* are there photos available for visual analysis?the product has already been sent to the manufacturer. So we haven't photos. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/21/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.